Event description:
The patient underwent an anterior cervical discectomy and fusion (acdf) procedure on (B)(6) 2024. At the two-week postoperative follow-up, radiographic imaging confirmed that the surgical hardware was fully intact. However, by the three-month follow-up, radiographs revealed fractures in two screws at the most inferior level of the spine. The patient remains asymptomatic and will continue to be closely monitored by the surgeon.

Manufacturer narrative:
Both implants remain in situ. The part number and lot number could not be confirmed; therefore, a review of the device history records was not possible. Radiograph imaging was provided which confirmed the event. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.